Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the during a therapeutic colonoscopy procedure, an excessive amount of pressure was observed while performing a carbon dioxide injection with the endoscopic co2 regulation unit. The procedure was completed with the same device, with no further events and without delay. There were no reports of patient harm.